Manufacturer narrative:
As reported, the patient developed pain and swelling post-implant of the perfix plug, underwent aspiration of hydrocele, treated with an antibiotic and his symptoms improved. Based on the information provided, no conclusion can be made. Pain and swelling are known inherent risks of surgery. A review of the manufacturing records was performed and found that the lot was manufactured to specification, with no indication of a manufacturing related cause for the patient¿s reported postoperative course. To date, this is the only reported complaint from this manufacturing lot of (B)(4) qunits released for distribution in september, 2020. Should additional information be provided a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
It was reported to davol that a patient experienced pain and swelling post-implant of a perfix plug. On (B)(6) 2021 - a healthy male underwent an uneventful open right inguinal hernia repair procedure with implant of a bard/davol perfix plug. On (B)(6) 2021 - the patient had an initial follow up with some testicle swelling and pain, wound was noted to be clean. On (B)(6) 2021 - the patient presented with persistent testicle swelling with pain. On (B)(6) 2021 - the symptoms persisted, so the surgeon tried prednisone taper. On (B)(6) 2021 - the symptoms worsened, hydrocele was noted and aspirated. Testicle ultrasound done to rule out dead testicle; blood flow to testicle was found. The patient was started on keflex. On (B)(6) 2021 - the patient showed rapid improvement with keflex and is noted to follow up with the surgeon.